Event description:
It was reported the customer was experiencing a high blood glucose 553 mg/dl. The customer's mother also stated the insulin pump stopped working and the customer failed to notify the mother, resulting in their high blood glucose. Customer's mother declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.